Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. Evaluation revealed that the proximal constraint sphere was present on the proximal end of the embolization coil. The pusher assembly was not returned for evaluation. Therefore, the root cause of the embolization coil detachment could not be determined. Further evaluation revealed fractured pe fibers and offset coil winds. The damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (packing coil), non-penumbra coils, and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. During the procedure, the physician successfully placed eight non-penumbra coils and one packing coil into the target location using the microcatheter. While advancing another packing coil at the distal end of the microcatheter, the physician experienced resistance. When attempting to retract the coil back into the microcatheter for repositioning, the packing coil unintentionally detached. Therefore, the microcatheter containing the packing coil was removed. No fragment of the embolization coil was left in the patient¿s vessel. The procedure was completed using a new packing coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.